Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, during use of the suture grasper the slide rod fell off and the instrument disintegrated. The procedure was successfully completed with no delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the customer provided images found that the device is dismantled. The jaw, front end assembly, and actuator have all come apart from the loop assembly. A visual inspection of the returned device found that it was not returned in its original packaging. The front end assembly is disassembled. The front end assembly is slightly bent. The set screw was sitting loosely in its opening. The complaint was confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, rough sterilization processes, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.